Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated report submission date and device evaluation results. Updated device return date, follow-up report submitter, awareness date and report type and follow-up number. Updated follow-up type, device evaluation status and event problem and evaluation codes. Correction: additional information requested regarding report of patient allergic reaction. Physicians who applied implants were interviewed and it was determined that allergic reaction was accidently selected on the complaint form. The patient did not experience an allergic reaction. Based on additional information received, this complaint does not meet reportability requirements as an MDR. However, this complaint does meet reportability requirements for submission on the alternative summary report and will be reclassified.

Event description:
Per complaint (B)(4), a patient experienced an allergic reaction and infection. The implant was removed.